Event description:
Account initially obtained zero results for a pt sample for alkaline phosphotase, total bilirubin and creatinine. When repeated, the results were in the normal range. The incorrect results were not used to guide therapy. The field svc rep found the reagent pipetting was not functioning correctly and repaired the instrument by replacing the reagent probes and syringes.